Event description:
The following info was reported to the kci by the physician: on (B)(4) 2014, the pt was placed on v.a.c. Therapy for mediastinitis after omental implantation. On (B)(4) 2014, bleeding was observed from the pt's wound, and v.a.c. Therapy was discontinued. A computerized tomography was performed which identified the bleeding site, and surgical intervention was performed. On (B)(4) 2014, it was noted that no subsequent bleeding occurred, and the pt was stable.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause.